Event description:
Device returned to MFR with report of pump "not working" and possible catheter displacement. Follow up with hcp revealed pt had very good pain control prior to event. Pt suddenly experienced very severe extreme pain with diaphoresis and some delirium. Pt required hospitalization and responded to IV opiates. Pump was replaced and pt is doing well and happy with the new pump. Pump returned - no catheter return.